Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been admitted earlier in the month with low flows; however, she stated that the patient felt fine. The patient cable and system controller were exchanged, and the driveline was manipulated to rule out a compromised percutaneous lead, but the issue was not resolved. The patient was taken to the operating room a few weeks later and the pump was exchanged for suspected obstruction. The patient's pump was exchanged; however, the inflow conduit and outflow graft and outflow graft bend relief were not exchanged.